Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose level.. Patient's blood glucose at time of incident: 585 mg/dl. Customer reports the symptoms related to their high blood glucose was nausea, dizziness. Customer treated for high blood glucose with syringes. Customer reports they have not contacted their hcp regarding the high bgs. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The insulin pump will be returned for analysis.